Manufacturer narrative:
B5-the reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -6.50/1.0/084 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to low vault. On (B)(6) 2023 a replacement lens of longer length was implanted and the problem resolved. Claim # (B)(6).

Manufacturer narrative:
D6a:unk claim#: (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's right eye (od). A planned lens removal and replacement for an unknown reason was reported. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.